Event description:
A customer called beckman coulter regarding two discrepant urine test result from two pts. The customer indicated that urine samples from pt a and b were tested with an icon 25 hcg test kit. The hcg results for both pts were negative (-). The customer indicated that the physician did not believe the negative urine test results and requested a serum samples to be collected and tested quantitatively for hcg. The customer did not provide a specific reason as to why the icon 25 hcg result was not accepted by the physician. The serum samples for pt a and b were sent to the lab for quantitative bhcg. The quantitative bhcg result for pt a was 35 units. The quantitative bhcg result for pt b was 45 units. There has been no change to pt treatment that can be attributed to this event.